Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI(di): (B)(4).

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2017-01229. The patient has two peripheral (off-label) leads. It was reported the patient experienced ineffective pain relief following a car accident. Diagnostics indicated normal impedances. The patient was unable to feel stimulation at maximum intensity. Surgical intervention is planned to address the issue.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2017-01229. Follow-up identified per the patient's request, the patient's entire system was explanted on (B)(6) 2017.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2017-01229.